Event description:
As reported, approximately 9 years and 11 months post the initial right total knee arthroplasty, the patient presented with pain in the knee. The surgeon removed all implants due to osteolysis and implanted a competitor's revision knee. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 02-010-04-0330 logic cr femoral por, right, sz 3: 3847449. 02-012-45-3020 lgc tibial fit tray cem sz 3f / 2t: 3608940. 200-02-35 three peg patella 35mm: 3830172.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6 h3: the revision reported may have been due to osteolysis, as stated in the experience reported. However, the reason for the osteolysis cannot be determined and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user or patient related considerations could not be assessed from the reported information.